Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra test strips were from an inaccurate/defective lot. The complaint was classified based on customer care advocate (cca) documentation and medical surveillance (ms) review of the initial call recording. The patient reported that the issue occurred on (B)(6) 2015. The patient manages his diabetes by self-adjusting his insulin doses and on (B)(6) 2015 he decreased his food or drink intake in response to the alleged issue and stopped testing with the test strips, due to feeling they were inaccurate. The patient claimed that as a result of not being able to test he suffered a symptom of ¿seizure¿ however did not specify any treatment received. During troubleshooting the cca noted that the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because, the patient suffered symptoms suggestive of a serious injury after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.